Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reports a rupture and "beasts became twice as big and hurt a lot". The patient is also "worried about the liquid or similar that leaked into my body". The device has been removed. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "breasts became twice as big and hurt a lot", and "worried about the liquid or similar that leaked into my body".

Event description:
Patient reports a rupture and "beasts became twice as big and hurt a lot". The patient is also "worried about the liquid or similar that leaked into my body". The device has been removed. Left side.